Event description:
As reported: "t2 alpha tibia system used. When drilling through the distal-most medial regular hole, there was a slight interference with the nail. Since it did not feel stuck, surgeon was able to proceed and drill through the hole and into the contralateral cortex, but at that moment, the drill broke off in the body. The piece of the drill was removed from the patient."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Functional check prior to use is required in the labelling ¿ such as IFU, op-tech and re-processing brochure. Since nothing was reported during pre-operative functional check performed it could not be excluded that the case is rather related to a sub-optimal intraoperative procedure. Reasons for mal alignment are various, e.g. [But not limited to] insufficient tightening of the nail holding screw, applying too much [axial] force on the construct during drilling or unsuitable bone geometry. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In case the item and / or substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "t2 alpha tibia system used. When drilling through the distal-most medial regular hole, there was a slight interference with the nail. Since it did not feel stuck, surgeon was able to proceed and drill through the hole and into the contralateral cortex, but at that moment, the drill broke off in the body. The piece of the drill was removed from the patient."